Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre balloon aortic valvuloplasty (bav) was performed with a 16 millimeter (mm) non-medtronic balloon. The valve was attempted to be deployed, however was determined to be too shallow at a depth of -1 mm, therefore, a full recapture was performed. The valve was then deployed at a target depth of 3 mm. The patient immediately went into ventricular fibrillation (vfib) and advanced cardiovascular life support (acls) protocol was initiated. Multiple rounds of both defibrillation and chest compressions were performed. Imaging was performed with fluoroscopy which revealed severe aortic insufficiency. Post dilation was performed with a 22 mm non-medtronic balloon. The aortic insufficiency resolved and the patient's hemodynamic returned to baseline. The patient was reported to be doing well both hemodynamically and cognitively. The physician noted that a pinned leaflet post implant of the valve was the potential cause for the aortic insufficiency that the patient experienced. The post dilation that was performed freed up the pinned leaflet. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the severe aortic insufficiency was central regurgitation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.